Event description:
Noise and oversensing was observed on the ventricular channel. The pt received inappropriate therapy as a result of the oversensing. The lead was capped in 04/2004. It was reported in 2005 that the lead was explanted and upgraded.